Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up sensing had decreased, pacing thresholds and increased and oversensing was noted. An x-ray taken noted that the right ventricular (rv) lead had dislodged. A revision took place but it was not possible to reposition the lead as the helix would not extend thus the lead was removed and will not be returned. No additional adverse patient effects were reported.